Manufacturer narrative:
During troubleshooting, tac informed the user facility that there might have been a bad board in the video system unit and recommended the video system unit be sent in for service/evaluation. As part of the investigation, olympus followed up with the user facility to obtain additional information. The clinical technologist at the user facility further reported that the event occurred prior to diagnostic procedure. There were other devices involved but were not provided. There was a delay of 15 minutes during the procedure. The procedure was completed with a different video system unit and no other devices were replaced. The device was returned to the service center for evaluation. The e209 error was confirmed as the internal buffer was full. The service group reformatted the internal buffer and corrected the issue. Additionally, the software version was the old version. The service group recommended transfer of images from the internal buffer periodically to keep from getting full. The unit was repaired and returned to the user facility. A review of the repair history indicates the video system unit was purchased on (B)(6) 2014 and has had no previous repairs. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The technical assistance center (tac) was informed by the user facility that the evis exera iii video system encountered an internal buffer error, e209. There was no patient involvement reported.